Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent got dislodged from the balloon into the patient's body and was implanted in a portion of an artery that was not intended to be. No patient complications were reported and the patient's status was fine.